Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alleges over delivering. The customer¿s blood glucose level was 55 mg/dl at the time of the incident and current blood glucose value is 55 mg/dl. Customer report insulin dripping or squirting from end of set before connecting at site. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, insulin pump passed the dat test at 0.08730 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing.